Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up with shortness of breath. Review of stored egms revealed noise on the atrial lead. Programming changes were made. Lead remains implanted.